Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea(cramping)"), psychological trauma ("psych injury"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2014 salpingectomy (unilateral)). At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, psychological trauma, headache and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal pain ,dyspareunia, back pain, dysmenorrhea, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event medical device removal was replaced with the new events: pain: chronic/pelvic,abdominal pain ,dyspareunia (painful sexual intercourse},back pain, dysmenorrhea(cramping), general abnormal bleeding, psych injury, perforation: fallopian tubes, headaches , migraines. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy(one side removal of fallopian tube)') in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral salpingectomy (B)(6) 2014). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received : previously reported event "injury" was deleted and was updated to new event. Following event was added : salpingectomy (one side). Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.